Manufacturer narrative:
Date sent: 12/04/2008. Evaluation summary: the analysis showed that the device was received with the articulation gear damaged. The device was received with two reloads present. The reloads were received void of staples and with the lockout tab normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. However, the articulation mechanism was damaged. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap appendectomy, the device was inserted through the trocar and would not fire. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt.